Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's grandson reported via phone call that they experienced high blood glucose. The customer's grandson reported that they received a check settings alarm during rewind. The customer's blood glucose was 570 mg/dl at the time of incident. The customer's grandson stated that they treated the high blood glucose with manual injection. The customer's grandson declined to troubleshoot. The insulin pump will not be returned for analysis.